Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) gave an error message of "gas system service needed." As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.